Manufacturer narrative:
D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the device in good condition. Review of event history log revealed no results. Functional testing could not replicate the reported issue; the pump passed accuracy testing. The root cause could not be determined. The expulsor assembly was replaced as a preventative measure. Service history review identified that the device was serviced 11/2023 and was related to the complaint.

Event description:
It was reported that the pump failed calibration-volumetric testing. There was no patient involvement.